Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could not be interrogated. The behavior of the device pointed to a possible issue with the radio frequency (rf) hardware startup and, as such, the rf wake up periods were tested. All wake up periods during this testing had a pulse width of less than 2ms. This behavior is consistent with a shortened telemetry wake-up pulse behavior ('radiofrequency/rf wake-up period') indicating an issue with the crystal oscillator within the rf circuit. The rf wake-up period is specifically dependent on the timely startup of a crystal oscillator. When the crystal oscillator is slow to start up, it directly shortens the rf wake-up period, and can result in an inability to successfully interrogate the device.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this boxed subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. The device was never implanted, and no patient was involved. The device will be returned for evaluation.